Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that the vns patient's generator was replaced due to "possible generator damage from MRI". Follow up with the surgeon revealed that the patient reported to the office that stimulation was not perceived and was experiencing an increase in seizure activity. It is unknown if seizure level is above pre-vns level. It was revealed that the patient reported the adverse events following a body scan MRI procedure. Diagnostic tests were not performed following the reported events to determine the functionality of the device. The surgeon elected to replace the generator. The explanted generator was returned to the manufacturer and is pending the completion of product analysis. The patient has followed up with the treating physician since the generator replacement and is reported to be "doing fine and the device is functioning properly".